Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. The customer's report was observed during testing. However, the report could not be duplicated. The device was put through extensive testing including full functional testing, bench handling and charge testing without duplicating the report. The breakout cable and monitor board were replaced as a precaution. The device was recertified and returned to the customer. The device logs were not returned as part of this investigation. No trend is associated with reports of this type.